Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer service center, a service required error and an error related to oxygen regulation alarm were found in the downloaded event log. The device's system board, blower assembly; oxygen blending module assembly were replaced to address the issue.